Manufacturer narrative:
Section h6 code g07002 -archive console extension. The investigation of the reported issues was performed by siemens experts. The detailed investigation of the log files showed a communication error between the archive console extension (ace) component and the image visualization system (ivs) after system booted. As the keyboard and mouse inputs are sent to ivs via the ace device, it appears as a frozen screen as no mouse movements are possible and there is no response to keyboard input. In general, the system was still operational. The system was in normal mode, and the default emergency patient was registered. X-ray and system movements were possible without restriction. However, due to the reported issue, normal patient registration in the control room was not possible. The problem was solved after a system restart. To rule out a problem with the ace component and potential re-occurrence, the ace was replaced as part of the service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee biplane system. During an emergency patient procedure, a total system outage occurred. The patient was relocated to another hospital for further medical treatment. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted upon completion of the investigation.